Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message on the 6th day of wearing the adc freestyle libre 2 sensor and was unable to obtain readings. As a result, customer experienced symptoms described as seizure, loss of consciousness and was unable to self-treat. An ambulance was called on-site and customer was administered a glucose injection for the diagnosis of hypoglycemia. In addition, customer was provided water pills, antidepressants and unspecified kidney pills. No further information was provided. There was no report of death or permanent impairment associated with this event.